Event description:
It is now known that the patient was revised.

Manufacturer narrative:
This report is being amended to reflect changes in adverse event and/or problem, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Visual inspection of the femoral component identified some bone ingrowth on the medial aspect of the component extending from the anterior chamfer cut to the posterior cut. Dimensions were found conforming for the femoral component where measured. Visual inspection of the returned tibial plate identified a heavy gouge on the anterior edge, likely the result of removal. Almost no bone ingrowth is visible on the tibial plate. Review of primary operative notes confirms the patient underwent an arthroplasty due to degenerative arthritis. Trial components revealed full extension, good flexion, and good ligament balance with anatomic patellar tracking. There was some medial pseudolaxity related to her valgus deformity and a lateral release was performed to correct. Review of primary operative notes does not indicate root cause. Review of revision operative notes confirms patient underwent a revision left total knee arthroplasty due to painful loosening of the knee. Pre-operatively the patient's radiographs were consistent with tibial loosening. The tibial plate was found to be loose with disruption between the implant and bone interface. Multiple areas of non-adherence of the implant to the bone were also found for the femoral component. The tibial plate was explanted with minimal bone loss and the femoral component was explanted noting some bone ingrowth at the posteriomedial surface.

Manufacturer narrative:
This report is being amended to reflect changes in pt identifier, initial reporter, date received by MFR, type of reports, if follow-up, what type?, and additional MFR narrative. Other device used: catalog #42502206601, persona cr porous femoral component, lot #62621350. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening, pain and swelling.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however, no further information has been received to date. Per the persona personalized knee system package insert (87-6204-055-23), loosening of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on 02/19/2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under (B)(4) . The device in question was implanted prior to this field action. Evaluation: device history records were reviewed and found conforming for the tibial component. Compatibility was verified with no issues noted.